Manufacturer narrative:
One 7208678 2.4mm sterile drill tip passing pin used for treatment but was not returned for evaluation. Due to product unavailability, evaluation was limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. The product is not intended to be bent. Per IFU: ¿the instruments are provided sterile for single use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ shedding is aligned with contact of another instrument. Root cause related to the manufacture of the device was not confirmed. Complaint history review for three years prior indicated similar allegations for the product code reported. Batch review was unattainable without a valid lot number provided. Product met specifications upon release to distribution. Complaint history review found other regional reports. No additional actions required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl reconstruction, a significant amount of swarf came off when the passing pin was passed through the endofemoral aimer. All the material was removed using suction from shaver and lavage. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.